Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric lesion below the bifurcation in the 90% stenosed heavily calcified, moderately tortuous, right posterior descending coronary artery. After an initial pre-dilatation, the 2.75x15mm nc trek balloon dilatation catheter (bdc) was advanced against resistance to the lesion and during inflation the balloon ruptured at approximately 12 atmospheres. A new bdc was used to finish pre-dilatation and the procedure was successfully completed. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.